Event description:
Pt had open heart surgery even though physician advised against procedure. Pt had surgery in 2004. The following day pt coded at 16:50 and was administered epinephrine at 16:55. Samples were drawn from an a-line that was potentially contaminated by peripheral IV line. At 17:03 potassium was 10.7 and cthb was 6.7 on suspect device. On reference analyzer potassium was 10.2 and cthb was 6.9. At 17:12 sample run only on suspect analyzer and potassium 5.4 and cthb was 3.9. Pt was readmitted to the o.r. To check for internal bleeding based off of these results. Surgeon found no internal bleeding. Pt is now deceased.